Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a radiofrequency device. The customer reports that when they were removing the device, the removable sharp broke. The sharp broke on the end outside of the patient so this did not cause a problem with the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.